Manufacturer narrative:
Alleged failure: reboot in middle of case confirmed failure: (B)(4).probable root cause: damaged light cable damaged scope damaged coupler damaged leds main board malfunction loose / misaligned jaw assembly light engine/ light pipe malfunction or damaged bent esst contact inconsistent esst contact camera head communication front board malfunction touch panel malfunction power supply malfunction thermal switch malfunction ac inlet board malfunction inadequate air flow sidne port malfunction poor workmanship inadequate calibration use errors electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.